Manufacturer narrative:
The neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The deep brain stimulator units were received with no additional information. The patient is listed as deceased in device registration system. Please see MFR. Report #3004209178200900508. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.